Manufacturer narrative:
Section d10, g3, h5, h8: correction. Section h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed with the evaluation of the mobile power unit (serial # (B)(6). Visual inspection revealed the patient cable section has a deformed area approximately 60 inches from the connector end. Electrical testing confirmed an opened/severed condition with a specific underlying wire upon manipulation of the damaged area. If this specific underlying wire were to become opened/severed, this would have resulted in the reported event. The damaged area was dissected, and visual inspection reveal the damage sustain on the underlying wires appear to be a result of a crushing force. The analysis could not determine the root cause that attributed to the mechanical damage. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6), was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook , cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also, under this section, all alarm conditions are addressed including no external power and ¿connect power¿ message. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low voltage alarms only when hooked to the mobile power unit (mpu). Patient also a hard kink was noted in the patient cable of mpu. Log file analysis captured the low voltage events all throughout the log while only using the mpu. In the log it seems as both power leads are disconnected but yet not triggering "no external power events." The backup battery use count is up to 74 but was not enabled in this log meaning that these events were not caused by a loss of power to the mpu.